Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified, revealing that the device presented the f-38 alarm. The f-38 alarm was caused by damaged force sensing resistors. The device was taken out of service. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a fg-38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.